Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was symptomatic the previous week, so a carelink transmission was completed. The device was at eri (elective replacement indicator). An office visit approximately four months prior showed an average remaining longevity of 13 months. It was questioned why the device reached eri so soon. The device was explanted and replaced. No further patient complications were reported as a result of this event.